Event description:
One patient developed infection following the use of on-q pain pump for a rib fracture. Catheter was in use about 14 days.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The pump has not yet been received evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The lot history was reviewed and no other reports have been received for this lot. The device history records were reviewed and the product was sterilized and the lot released per specification. From facts gathered during the investigation, the following information has been confirmed: the physician uses the I-flow catheter with multiple pumps. The pump is reported to be changed only by dr. (B) (6), using sterile technique. This information confirms that multiple pumps were used with one catheter. This is contrary to labeling for the product and the directions for use (dfu) (1304266, rev. F) states "remove catheter was soon as infusion is complete to reduce risk of infection and difficulty removing catheter. Multiple meetings and telephone conferences have been conducted with this physician, and the following action items have been developed: the tree main steps were outlined to reduce/alleviate the infection risk: using larger (600ml) pumps to prolong therapy without changing the reservoir; silver coated tega-derm; and home health nursing care for dressing changes. The infection culture indicated that the organisms were (B) (6), which indicates the puncture site/skin caused the infections. With the actions taken, the occurrence of infection should decrease or be alleviated for this physician. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.